Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion authorized 3rd party service technician evaluated the involved vela ventilator at the reporter's facility. The event log showed evidence of the reported error message, but the fsr was unable to duplicate the reported event and the ventilator was functioning properly.

Event description:
The customer reported that this vela ventilator was being used on a patient and alarmed "xdcr (transducer) fault". The ventilator was changed out to a known good unit. The customer stated that there was no patient injury or harm associated with this reported event.